Event description:
The patient was injected in the nasolabial areas and the perioral lines. The patient allegedly developed swelling and bumpiness a week later. The patient was treated with vitrase (five treatments, approx two weeks apart). As of the last treatment, the patient continues to have swelling and bumpiness in the left upper lip and right nasolabial fold.

Manufacturer narrative:
Per product labeling, the product is indicated for use in mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The use of the device outside of labeling indications is considered as unapproved use. The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.